Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
The reported observation of ¿ipg does not communicate with pp or cp¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device having been placed in MRI mode, and subsequently using a programmer that may have either lost pairing or a programmer that was not paired to the returned ipg. It¿s unknown if any of the programmers used in the field had been previously paired to the implantable pulse generator (ipg). The artemis application versions used in the field are unknown. No programmer logs were returned from the field. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.

Manufacturer narrative:
H9 - fsca number corrected.

Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was placed into MRI mode and the patient underwent an MRI. Afterwards, the ipg was unable to connect with the patient controller. Two clinician programmers were also unable to connect. Subsequently, the ipg was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.